Manufacturer narrative:
On (B)(6) 2017, technical support found that most likely, when they ordered the pth sample, it was placed in a different position in the rack but since it was a barcoded sample, the specimen was picked up and resulted from where the sample was placed in the rack. The probable cause of the event, was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st sn# (B)(4), an error message a54. Technical support discussed the reported event with the customer.